Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,pain pelvic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction, itching, redness, hives, skin rash, anxiety, dysfunctional uterine bleeding, dyspareunia, dysmenorrhea, menorrhagia, chronic cervicitis, chills, abdominal pain (lateral.), lower abdominal pain, back pain and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and dysfunctional uterine bleeding ("dub"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea had not resolved and the abdominal pain, menorrhagia and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Diagnostic results: on (B)(6) 2011: hysterosalpingogram: uterus angled quite sharply anteriorly. This degraded the assessment slightly, but it was adequately filled. The essure inserts are both positioned with their proximal ends in the very proximal tubes. There is no contrast seen around either insert or distal to them. Successful tubal occlusion with essure inserts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : following events were added : dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), abdominal pain, menorrhagia(heavy menstrual bleeding),dub. Outcome of pain pelvic was changed from unknown to not recovered/not resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.